Event description:
A physician returned his (B)(4) handheld to the MFR as he was retiring and would no longer need the handheld. The handheld and flashcard were rec'd by the MFR and the programming/device diagnostic history on the flashcard was reviewed. During the review of the flashcard, it was found that the generator diagnostics appeared to have been performed post-operatively; however, further investigation revealed that the data was corrupted in the flashcard rec'd resulting in generator diagnostics appearing when none had been performed. The cause for the corrupted diagnostic data in the vns programming history database is associated with interruption of the migration of the vns software database during upgrade from v6.1 to a later version of vns software. In addition to the corrupted diagnostic data, if the corruption occurs, sql errors will occur when communicating with a demipulse generator and empty files will be generated when attempting to export the database as text.